Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the trailing haptic caught in the injector plunger and tore. The surgeon caught the lens tear before it was inserted and the lens only touched the patient's eye. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4).